Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, that upon opening the packaging of an universa soft ureteral stent set prior to an ureteroscopic lithotripsy (ursl) procedure, the user found one side of the device to be "broken" at the pigtail loop. The procedure was completed by using a new same type of device to complete procedure without difficulties. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.